Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a high temperature warning during equipment use. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 ( event site address , event site city ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after the recall was executed and the heatsink, w +5v fan was replaced (0373-00-0070). The recall the customer did not report any further alarms. On-site functional checks were performed and passed.